Event description:
On (B)(6) 2013, it was reported that high impedance was observed in a system diagnostic (output status: limit, impedance: high). The device was last interrogated on (B)(6) 20112 with normal results. The patient typically fell during seizures which many have contributed the event. X-rays were taken but will not be provided for review. There was reportedly no lead fracture seen. Additional information was received via clinic notes that the patient had an increase in seizures in (B)(6) 2012, and two episodes status epilepticus: one in (B)(6) 2012 and one in (B)(6) 2012. Follow-up showed that these events were likely not related to vns. The patient also experienced an increase in seizures in march, but this was related to medication changes. A battery life calculation was performed with results of 1.68 years remaining. Programming history showed diagnostics within normal limits from (B)(6) 2006 (doi) to (B)(6) 2012. Surgery is likely but has not taken place.

Event description:
The generator only was returned on (B)(6) 2013. The generator was explanted/returned for ¿prophylactic replacement¿. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected but did not cause or contribute to a death.

Manufacturer narrative:
Previously submitted MDR inadvertently omitted that the device was disabled on (B)(6) 2013 after high impedance was seen. This report is being submitted to correct this information.

Event description:
On (B)(6) 2013, this patient underwent full revision. The devices are pending return.

Event description:
The device was disabled on (B)(6) 2013 after high impedance was seen.